Event description:
One pt sample with discrepant calcium results. Initial result 13.2 mg/dl. Same sample repeated twice gave results of 9.5 and 9.2 mg/dl. Initial result was not reported. The field service rep was unable to determine a cause for the discrepancies, however, noted he replaced the syringe assembly valves. Analyzer operated with no further issues.